Event description:
The patient was planned for an MRI examination. She was placed in prone position with breast coil in place, underneath in the patient's chest. When the technologist moved the patient into the bore, the patient was squeezed between the top of the bore and the breast coil. The patient panicked and started to move a lot to get out of the bore.

Manufacturer narrative:
(B)(4). Conclusions - the investigation revealed the cause of the injury was due to the operator moving the patient into the bore, and did not stop the movement of the patient support when there was obvious interference between the patient and the facade of the MRI bore. The MRI system performed to specification. The system user interface enables timely interruption of the movement of the patient support. The instructions for use contains extensive warnings related to coil and patient positioning. Also there is a note indicating to the operator that the patient may experience oppressive effects when moved into the scanner.